Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The received sample was visually inspected using 25x magnification and the sample was deemed nonconforming. The cutter was initially observed in the closed position. Actuation and cut testing were performed and the sample was deemed conforming. The complaint evaluation does confirm that the probe was initially returned in the closed position appearing to be jammed, but the evaluation does not confirm the probe would not cut. The performed cut testing showed the cutter was able to open and the probe functioned to specification. The root cause for the customer's reported issue cannot be determined from this evaluation. (B)(4).

Event description:
A healthcare professional reported that the probe failed to cut and the tip would not open as though it was jammed. The condition of aspiration and actuation could not be confirmed. The issue was resolved by exchanging the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).